Event description:
The lay user/patient contacted lifescan on jan 19, 2009 and alleged that her one touch ultra2 meter was not powering on. The pt reported that the alleged issue first occurred in late 2008 at 8:30 am. As a result of the product issue, the pt has more food/drink. She also stated that eleven days prior to original date at 12:00pm, she experienced being shaky and sweaty. The pt did not receive/require medical attention/treatment. At the time of troubleshooting, it was verified that this was not a new product. Based on the info provided, there was no misuse of the product. The pt was using the correct test strips. However, she had not replaced the battery per the owner's manual (use error). The battery was correctly installed, but the meter would not power on when the power button was pressed or when the test strip was inserted all the way into the test strip port. The pt did not have a new battery to replace. This complaint is being reported because the pt claimed to have experienced symptoms of hypoglycemia after the product issue began. She did not receive medical attention. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplement report.